Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that a battery life power issue had occurred with 3 separate batteries out of at least 2 separate packs. Also, the alarm history indicated that battery life was less than expected. Low battery alarms were present in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/17/2014 with the following findings: the black box data from the reported event-date was overwritten due to continued pump use. Multiple eaw-177 low battery warnings and eaw-128 replace battery alarms, which are indicative of the reported event, were observed in the black box data from later dates. The pump powered on with the returned battery cap, which was able to properly fasten to the pump per the instructions for use (IFU). The battery compartment was observed to be intact. Evaluation revealed that the pump drew electrical current outside of the specifications; the reported event was duplicated. The pump case was removed, and no evidence of moisture ingress or loose internal components was observed. Further investigation revealed that the u33 component was causing the high current draws. The u33 component was removed, and the current draw values returned to within the specifications, suggesting that this device failure directly caused the reported event.